Manufacturer narrative:
The system was used for treatment. A review of kit lot d330 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for alarm #18: system pressure and alarm #1: air detected. No trend was detected for alarm #18: system pressure and a downward trend was detected for alarm #1: air detected. A corrective and preventive action was initiated for complaint category alarm #1: air detected and is now closed. The kit and smartcard were received for analysis. Review of the smartcard data confirmed several air detected alarms in the return line, collect line and ac line and it confirmed return pressure alarms. The kit was pressure tested and no leaks were identified in the return or ac lines. The centrifuge bowl was pressure tested and no leaks were identified. Pressure testing of the collect line identified a pinhole leak in the diaphragm of the system pressure dome. It could not be determined what caused the hole. The pressure dome is leak tested three times during manufacturing. A walkthrough of the production line noted a satisfactory process and no potential causes. Review of the complaint lot found no related nonconformances. Per the product return investigation results, a pinhole leak in the diaphragm of the system pressure dome was found. The awareness date was (B)(6) 2015. (B)(4).

Event description:
At the date of awareness (B)(6) 2015, based on the information available at that time, this case was deemed not reportable. However, upon investigation of the product return performed (B)(6) 2015, this case is reportable as a pinhole leak was found in the system pressure dome membrane. Customer called to report an air detected alarm and air noted in the collect line starting at the y junction. Customer stated the collect pressure is not registering even when the line is clamped. Css advised the customer to reseat the collect dome without lifting it. The customer did as advised without resolution to the pressure reading. Css advised the customer to flush the port and check for adequate blood return. The customer did as advised and stated the line is patent. Customer resumed treatment with a bowl optic sensor (bos) reading 52 with low interface. Css advised the customer to clean the bos lens and resume treatment. Customer did as advised. Air detected alarm occurred with air seen in the return line. The customer stated the return bag and return chamber were empty and denied any alarms during prime. Css advised the customer to disconnect the return line from the patient, remove it from the air detector, and end treatment to empty the centrifuge bowl into the return bag. The customer did as advised and allowed the instrument to reinfuse above a receptacle while purging the air from the line. After reinfusion was complete, there was no air in the return line. No blood or fluid leak was reported by the customer. The customer put the return line back into the air detector, attached the return line to the patient, and returned the contents of the return bag without additional issue. The kit and smart card were submitted for investigation.